Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Serial number: (B)(4), software version: 3.8.5, color: blue, battery life remaining: < 4 months. Per visual inspection: injection button broken off. No physical damage to cap and cartridge holder was noted. Customer reports: dose button fell off or detached from inpen. Insulin pump paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent retracted appropriately. Difficult to administer a dose without dose button. Unable to perform functional test due to physical damage to inpen. In conclusion: it¿s difficult to dose normally due to broken off injection button. The customer complaint of physical damage to injection button is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pen dose dial was not misaligned. No harm requiring medical intervention was reported. The customer had discontinued the use of device.